Event description:
Additional information was received from the patient. The patient reiterated previously stated information and noted that they are getting "replace controller battery soon" when its at 100%.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported previously documented information. Pt also reported they charge the external device battery every night and the green light is solid when they remove it from the charger. Pt reported they put up with the annoyance as the device does lessen their pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The patient (pt) reported that "I  can never just put the belt on and get in position and charge, always the first thing I see is replace controller battery soon. So then I start over and if I do get it to charge it almost always goes out with other error messages such as software problem cannot continue call medtronic or another 1. Intellis 2. 3.6 3. 1548 4. App manager. The reps I've tried to contact haven't been all that responsive. On (B)(6) 2022, additional information was received from the patient. It was reported that as soon as the controller was turned on, the error message displayed, the message does not display all the time. They also saw the message on the controller "software problem, contact medtronic, cannot continue" and "replace controller battery soon" pt took the battery out, and put it back in. Issue not resolved. On (B)(6) 2022, additional information was received from the patient reporting that they sent back a questionnaire months ago and still have not gotten any answer to their continuing problem with the obviously defective implant stimulator! They stated that they couldn't begin to explain how much they hate this thing in their back. They explained the issues many times but they never receive any answers. The patient stated that they were tired of writing these emails and would respectfully request that someone on contact them. They stated that the manufacturer should have all the error message that they got and should be able to diagnose why they kept getting them. On (B)(6) 2022, the patient stated that they had been trying very hard to contact someone for assistance, but have had no luck. They stated that they, along with their family members, had to hear them bellowing out every night that this implant is a piece of crap. They stated that they all were convinced of 2 factors. 1. Every time they started to charge the first thing they saw was, "replace charger battery soon," even though the charge shows %100. They stated that then it would tell them to position the thing in a better position time after time. Eventually, the patient stated that they do seem to get it in a decent position but the last 2 nights have been a nightmare. After asking their wife to position the flat charger on the slight bump(battery implant) they felt on the right side of their back over and over with no success, they were sure that the battery implant has to be in a not so optimal position. N ow the patient was sure they would defend the doctors expertise but they just have to wonder if as rare as it mighty be that it is indeed in the wrong position. They stated that they always thought is odd that there had been no recent follow up except for the few the patient had right after the procedure years ago. They wondered if they made an appointment with another pain management group where they now live if they might have the same opinion. They inquired, perhaps the device manufacturer might offer a suggestion as to where they might go. The patient also didn't get it why the manufacturer couldn't just start by sending them a new battery since this is the most repeated error they got and they didn't see how they can correct anything on their end by themselves.

Manufacturer narrative:
Concomitant medical products: product ID: 97745 lot#: serial#: (B)(4), implanted:, explanted:, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.